Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced post-breakfast hyperglycemia while using the ilet, with a blood glucose peak of 256 mg/dl that returned toward target within about an hour; the user questioned meal announcements and whether a device reset was needed given variable oatmeal additions such as honey and fruit. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included review of device logs and user-reported meal patterns, along with troubleshooting and education on appropriate meal announcements based on carbohydrate content. Investigation of this case revealed that variability in meal composition likely contributed to the observed postprandial rise, and device function appeared consistent with expected algorithm response. It was concluded that the event represents hyperglycemia with unclear cause related to meal variability, and a reset of the device was not indicated at this time.